Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. Two discrete target lesions were identified in the right coronary artery (rca). A 3.00x20mm promus element drug-eluting stent was implanted to treat the lesion in the lower mid to distal segment of the rca and another 3.00x20mm promus element drug-eluting stent was implanted to treat the lesion in the proximal segment of the rca. The two stents were deployed approximately 20mm apart. However, during post-dilatation of the 2nd promus element stent implanted in the proximal segment of the rca, a distal edge dissection was noted. Subsequently, a 3.00x24mm promus element drug-eluting stent was deployed in between the two previously implanted stents, overlapping both of them, and the procedure was completed. No further patient complications were reported and the patient's status was stable.